Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not retract simultaneously with the wire during withdrawal, and the black catheter with the balloon remained behind while only the wire was removed. The catheter with the balloon was subsequently retracted from the patient without difficulty, and the closure was successful. There was no reported patient injury. The customer reported that when the doctor deflated the balloon and retracted the device, only the wire came out. Normally, the wire and the balloon come out simultaneously. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.